Event description:
After primary surgery, the patient's hip luxated two times in one week. The surgeon then decided to revise the head and the liner one week after primary. A dm converter has been implanted. An anterior approach was used during primary surgery.

Manufacturer narrative:
Batch review performed on 09 february 2022. Lot 2101455: (B)(4) items manufactured and released on 27-may-2021. Expiration date: 2026-05-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: recurrent dislocation in primary tha requires revision one week after index surgery. The cause of dislocation, judging from the radiographs included, is to be sought in the suboptimal position of the acetabular cup. We do not know if this position has been determined by early cup migration or if it was chosen by the surgeon during primary operation for unspecified reasons. Additional implant involved: batch review performed on 09 february 2022. Liner: versafitcup cc trio 01.26.3248hct flat pe hc liner ø 32 / f (k103352) lot 2114141: (B)(4) items manufactured and released on 24-nov-2021. Expiration date: 2026-11-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.